Manufacturer narrative:
Common name - qan.

Event description:
Per rep - (B)(6) 2021 - the stent elongated upon deployment. They had to put another shorter stent inside the first stent. The procedure was completed successfully. Did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedures? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. General questions for complaint occurring during use, request the following: where was the access site? Left common femoral vein. What was the patient¿s anatomy? (I.e. Scarred, tortuous, calcified, etc.) Calcified. What was the target location for the stent? Common iliac vein. Was the target location severely calcified or tortuous? Calcified. Was the device flushed prior to use? Yes. Were there any difficulties deploying the stent? Yes. Physician met with quite a bit of resistance upon unsheathing/delivering the stent. Was the stent fully deployed before removing the delivery system from the patient? Yes. What other devices were used in the procedure? .035 cook roadrunner uniglide wire, 9 fr sheath. Please provide manufacturer, model, brand, and size if possible. .035 cook roadrunner uniglide wire, 9 fr sheath. Were any additional procedures necessary as a result of this event? No. Can any photos, images, or reports of the procedure or device be provided? The device and photos will be provided. Please review following ¿failure¿ modes with contact to determine if additional questions apply. If the event involves thrombosis, restenosis, and/or occlusion, request the following: n/a. Did the patient have any risk factors for thrombosis, restenosis, or occlusion? What other medications and/or treatments was the patient receiving? If occlusion occurred, can it be confirmed if the occlusion is related to thrombosis or restenosis? If the event involved claudication / pain, request the following: n/a. Is the reported event a symptom of restenosis or thrombosis? If no restenosis or thrombosis occurred how it was determined that the zilver stents caused / contributed to the event? If the event involves stent shortening, request the following: n/a. Was there any evidence of post deployment stent compression or deformation? Was the delivery system able to be advanced to the target site easily / with no resistance? Was the handle pulled toward the hub while the delivery system remained stationary during deployment? If the event involves sheath separation, request the following: n/a. Was there high resistance encountered during any part of the procedure, wire guide advancement, stent deployment, etc.? Was pre-dilatation conducted prior to stent deployment? Was the handle puled toward the hub while the delivery system remained stationary during deployment? If the event involving deployment difficulties, request the following: was the stent eventually deployed? Yes. Was pre-dilatation conducted before stent deployment? Yes. Was the handle pulled toward the hub while the delivery system remained stationary during deployment? Unkr.